Event description:
A dialysis facility reported that a pt's venous needle was dislodged during a hemodialysis treatment. The incident was discovered just five minutes after the last patient check. Blood had pooled on the bed and there was no alarm. The pt was confused and had pulled their fistula needles twice before. CPR was initiated but the pt expired.